Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high undefined pacing impedance and non-capture one week post-implant. The lead was reprogrammed to a different pacing configuration which yielded normal values. The lead remains in use. No patient complications have been reported as a result of this event.